Event description:
Customer reported her sensor glucose and blood glucose readings were off. Customer's blood glucose was 128 mg/dl and her sensor glucose was 78 mg/dl. The customer also stated her insulin pump went into threshold suspend mode. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-16787.